Event description:
A report was received that the patient was experiencing pocket site discomfort. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was reportedly doing well after the procedure.